Event description:
Litigation alleges harm and damage.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (3/24/2017) pfs and medical records received. In addition to what was previously noted also alleges severe pain, discomfort, and inflammation in thigh and hip areas, especially when walking; infection, loosening of implant, and multiple dislocations, and requires the use of a cane to walk. Currently there is no revision operative record nor revision date available for the right hip. Available metal ion labs are < 7.0 ppb which do not constitute metal ion toxicity. Prod/lot unavailable for previously reported head and liner. Alleged dislocations and infection are not side specific, but those events are documented in the medical record for the patient's left hip. The left hip also has a reported unknown implant for alleged loosening, although nothing within the medical record so far corroborates that particular claim. If further information is provided demonstrating that the right hip also has experienced these events then they will be reported at that time. Pain and discomfort added to complaint.